Manufacturer narrative:
A1 and h6: additional information was provided that there was no patient present at the time of the event.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was unable to be duplicated. Visually inspected the pump's event history logs and it showed "high pressure" alarm messages after pump was started. Signs of fluid ingressions were found on pump by the chassis base of the occlusion sensors. The "double beep no cassette" issue was possibly caused by fluid ingressions. Service recommended downstream occlusion and upstream occlusion sensor to be replaced. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep for no cassette. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.